Manufacturer narrative:
E2, e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the video telescope had a image malfunction. The issue occurred during preparation for an unknown procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. Updated fields: d8, h3, h4, h6, h11. In addition, the glass of the optical guide bundle is slightly worn was found. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the following led to the malfunction: due to finding the universal cord sheath component is poor resulting in the image becomes blurred and distorted. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the video telescope had a image malfunction. The issue occurred during preparation for an unknown procedure. There were no reports of patient harm.